Event description:
It was reported that the patient experienced a malfunctioning inflatable penile prosthesis(ipp) device due to the device not inflating. The device was removed and a coloplast ipp was implanted. A patient outcome of no issues was reported.

Manufacturer narrative:
Device analysis: device malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear and fatigue at a fold. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder failure. The product analysis confirmed the allegation of device malfunction. Based on the results of this investigation, the event cannot be reproduced or substantiated; therefore, no escalation to is required.

Event description:
It was reported that the patient experienced a malfunctioning inflatable penile prosthesis(ipp) device due to the device not inflating. The device was removed and a coloplast ipp was implanted. A patient outcome of no issues was reported.